Event description:
It was reported that the sponge of a minicap was not intact in the cap and was just loose in the packaging. The event was discovered before use for peritoneal dialysis. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device lot was manufactured between the dates 3/14/2014 and 3/19/2014. Visual inspection was performed on the affected device and the reported condition could not be verified. The device operated within the desired product specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.